Event description:
The customer reported that the 6800 system had blank images during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The ps1 power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.